Manufacturer narrative:
(B)(4). Batch # m54d0h. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device being used in? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? The analysis results found that a sr75 reload was received with both gripping surfaces broken making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the side of the device was broken before use. It was found when a circulating nurse opened the package. Unknown how case was completed. Surgery was prolonged five minutes. There were no adverse consequences for the patient.